Manufacturer narrative:
This report is filed 13 july, 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced extrusion of the electrode lead into the external auditory canal. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, july 13, 2016.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted (date not reported), and the patient was reimplanted with another cochlear device during the same surgery. Device not yet returned to manufacturer.